Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified the shank of the hex drive is fractured near the hex tip. No fractured fragments were returned with device. The device has light scratches present on the hudson end and around the shank in multiple areas. No other damage was noted. Where measured, the device was conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when while tightening the provisional cone body onto the sts stem, the 3.5 hex tip broke off. It was a clean break resulting in only 2 pieces. Both pieces were retrieved. No consequences or impact to the patient.